Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a procedure two 80 mm locking head screws did not lock into the plate at the correct trajectory following drilling of the locking holes using the locking drill towers and 4.3 mm drill bit. Surgeon removed the screws and re-drilled using the locking towers, re-inserted the screws and then locked in the plate at the correct angle. On insertion of a locking screw in the shaft of the plate the screw cracked the posterolateral cortex as the screw did not line up with the far pre-drilled hole in the far cortex. Surgeon had used a locking tower to pre-drill the hole. This did not cause any adverse effects and caused a small iatrogenic undisplaced fracture which did not require further fixation. Surgery was successfully completed with no reported delay or patient harm. This report is for an unknown drill bit. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.